Event description:
A surgeon reported that an intraocular lens (iol) was replaced due to dislocation. Add'l info has been requested.

Event description:
Addtional info provided by the reporting surgeon indicates that, following lens replacement surgery, the pt experienced high astigmatism due ot the larger incision and stitches required for the replacement lens. However, during the most recent follow-up visit, the pt was reported to be doing well.